Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a suture break was found when the plunger of the first proglide device was removed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.